Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was intermittently not annunciating audible tones when using the key pad on the pump. Blood glucose was not impacted. The customer continued to use current pump for insulin.